Event description:
Customer reported that pump fell into lake, resulting in touchscreen being unresponsive and illegible, affecting ability to interact with pump or read screen. Blood glucose levels were reported to be within normal range. Technical support arranged for pump replacement, and customer was advised to use multiple daily injections (mdi) as backup therapy in the meantime. Instructions were provided on storage mode and returning the faulty pump, with a replacement sent promptly.